Manufacturer narrative:
Functioning as per specification. Low impedance leads are connected to the subject device

Event description:
Reportedly, during a box change from kora to alizea, the alizea switched to unipolar sensing because the impedance was between 200 and 300 ohms. The patient is pacing-dependent and there is a high risk of pacing inhibition when the sensing is set unipolar. Why does the device switch to unipolar sensing when the impedance is around 250ohms? This functioning was different for kora: switch to unipolar when the impedance is less than 200 ohms.

Event description:
Reportedly, during a box change from kora to alizea on (B)(6) 2025, the alizea switched to unipolar sensing because the impedance was between 200 and 300 ohms. The patient is pacing-dependent and there is a high risk of pacing inhibition when the sensing is set unipolar. Why does the device switch to unipolar sensing when the impedance is around 250ohms? This functioning was different for kora: switch to unipolar when the impedance is less than 200 ohms.

Manufacturer narrative:
The review of provided data confirmed the reported event: the unipolar ventricular impedance is less than 300 ohms and ventricular pacing and sensing are unipolar. The unipolar impedance is low as well as the ventricular detection, most probably due to lead issue on the insulation during the device replacement procedure. The subject device was scheduled to be implanted on 5 may 2025 and connected to the atrial lead vega r52 s/n (B)(6) and the ventricular lead vega r58 s/n 58drg06114, both primo implanted on (B)(6) 2018. During the replacement procedure (= implantation procedure of the subject device) on (B)(6) 2025, - the ventricular pacing threshold is below 1.25v; - the p-wave amplitude is between 0.75mv and 1.3mv; - the ventricles are detected on the atrial channel - the ventricular amplitude is 4,6mv; the investigation of the expert data provided showed that - the bipolar ventricular impedance measurement is 187 ohms (below 200 ohms) and as per specifications, the programmer did not allow the programming of bipolar ventricular polarity. The unipolar ventricular impedance measurement is 234 ohms. - - the bipolar atrial impedance measurement is 155 ohms (below 200 ohms) and as per specifications, the programmer did not allow the programming of bipolar atrial polarity. The unipolar atrial impedance measurement is 235 ohms. The subject device functioned as per specifications. Both atrial and ventricular leads present with low impedance and low sensing. No malfunction is suspected on the subject device. This case is retained and utilized for trending purposes.